Event description:
On an unk date, the pt was treated for an infrarenal aortic aneurysm. On an unk date, the pt was diagnosed with aneurysm growth secondary to endotension. In 2007, the previous endograft system was lined with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. The pt tolerated the procedure. In 2009, the pt underwent an endovascular procedure to treat a proximal type I endoleak. A gore excluder aaa endoprosthesis aortic extender component was implanted and excluded the endoleak. The pt tolerated the procedure. Two days later, the pt experienced cardiopulmonary arrest of unclear etiology. The primary rhythm throughout his arrest was ventricular fibrillation. The pt expired.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that the lot met all pre-release specifications.